Event description:
It was reported that there was discrepancy between the ventricular capture management threshold value and the manually obtained threshold value. The ventricular capture management was showing a significant fluctuation in threshold however, the in-office measurement had normal threshold. It was also reported that there was a dip in impedance. The device and right ventricular lead remain in use and will be checked in three months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.